Event description:
A customer reported the unicel dxh 800 coulter cellular analysis system failed to generate an instrument message specific for the presence of blast cells, for a single patient with two different samples on two different dates. Erroneous differential test results were reported out of the laboratory. The physician questioned the results and a manual differential was performed, identifying 4-6% blast cells. There was no death or injury attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and did not find any instrument malfunctions. Raw data was analyzed. The analysis determined the histograms and other features look normal and did not show abnormal patterns for the algorithm to have set blast flags. The failure mode is unknown. This MDR is related to the following mdrs for similar event on different instruments, with same patient on two different dates: 1061932-2014-00903, 1061932-2014-00905, 1061932-2014-00906, 1061932-2014-00907, and 1061932-2014-00908.